Event description:
A customer reported that during a weekly check of their AED, the device sounded distorted, and it reported a battery pack failure. Troubleshooting of the AED and replacement battery pack with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Manufacturer narrative:
The customer reported that during weekly checks, the AED sounded distorted and battery pack failure reported. Troubleshooting of the AED and replacement battery pack with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.